Event description:
Account reported an incident in which device separated from catheter hub. No pt injury reported, however, pt reportedly on heparin and "bled quite a bit." Set re-connected to catheter hub and no known adverse pt events. Anecdotal reports of similar incidents. Incidents occurring with adult populations.